Event description:
On (B)(6) - it was reported by the consumer that the leo-4b scooter would not keep charge, the whole unit would become hot, and it had a burning smell. There was no patient injury reported.